Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model a-tfdm-df) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial tachycardia procedure, phrenic nerve paresis occurred which resolved on its own within 10-15 minutes with no intervention needed. The right atrium was mapped and pfa ablation was performed. Ablation was performed on the christa terminalis with one pfa ablation phericus twitch and a short period of phrenic nerve paresis. This same location was stimulated but no phrenic nerve capture was noted. With time, the paresis resolved and the patient is stable. There were no performance issues with any abbott device.